Event description:
It was reported that the ilet user experienced elevated blood glucose into the 270 mg/dl range after an announced lunch, with the user typically announcing meals in the 40¿80 g carbohydrate range but reporting 78 g for this meal and expressing uncertainty that the device delivered the meal and correction doses displayed on the device. The user was transferred for additional clinical support and education on meal announcements and sizing. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, with a usage problem identified related to incorrect meal size announced, and the user interface was involved. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.